Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had some low speed advisories as well as pump off and low flows. They were waiting in the clinic until we have a review of the files. The event log shows a pump stops were recorded on (B)(6) 2019 & (B)(6) 2019. It appears these events were caused by electrostatic discharge (esd). The pump is designed to automatically reset when subjected to a high static discharge event. The pump was off for approximately 3 to 6 seconds during these events. The pump did restart promptly as designed and functioned as intended during this event. The remainder of the log file is unremarkable. No further or additional information was provided.

Manufacturer narrative:
Section d4: the heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is 00813024013297. Section g3: correction. Manufacturer's investigation conclusion: the report of pump stop events can be confirmed by the evaluation of the submitted log files. The submitted system controller event log file showed transient pump stop events on 1(B)(6)2019 and (B)(6)2019 that were each followed by the system resuming operation at the set speed. The events in the log file appeared consistent with electrostatic discharge (esd) events. No other unusual events were noted and the pump appeared to be operating as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no further related events have been reported at this time. The hm3 IFU and patient handbook provide information regarding electrostatic discharge and warns to avoid activities that could create static electricity. No further information was provided. The manufacturer is closing the file on this event.